Manufacturer narrative:
N/a

Event description:
First event 19-dec-2025 in the initial incident, the patient was on a tracheostomy collar and had been placed on a new airway care setup, which included the pressure line adapter. After being placed on this setup, he patients's oxygen saturation levels declined. Although the patient is normally off the ventilator, the desaturation required placement on a ventilator for approximately twelve hours. Second event 17-feb-2026 a second occurence was identified this week, the same patient was involved. A respiratory therapist noted back pressure on the humidifier, and the water bottle was expanding. This prompted further investigation, which revealed an occluded adaptor. The report issue involves the elbow of the adaptor. At this location, plastic material was found fully occluding the turn within the adaptor. Note: dynarex was not contacted about the first event and was not aware of it until the second event was reported to our attention. Incident location: (B)(6). Contact: (B)(6).